Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, the cadiere forceps (cf) instrument tip did not turn properly. The customer used a backup cf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: there was no patient injury. The cadiere forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was analyzed and found to have multiple input disks broken. Input disk #5 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft #6 and #7. As a result, the instrument could not operate properly.

Event description:
Refer to h10/h11 for follow-up information.